Event description:
Reporter noted posterior capsule tear occurred during procedure. Vitrectomy was performed, and iol implanted in sulcus. Felt incident was related to intermittent problem with aspiration system. Follow-up with surgeon noted patient is well.